Manufacturer narrative:
The device history record (DHR) of lot number 6525540 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent breast reconstruction with a mentor siltex round moderate profile 275cc saline prosthesis and experienced deflation post procedure. As a result, the patient had bilateral prosthesis replacement on (B)(6) 2017.

Manufacturer narrative:
Additional information was received on 4/11/2018. The replacement prostheses the patient received were 300cc mentor memorygel breast implants. The patient fully recovered with no residual effects or accompanying symptoms. The patient required a 2 night hospital stay after the replacement surgery. Manufacturer¿s reference number: (B)(4).